Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. No intervention was performed, and device is being monitored. There were no patient consequences.

Event description:
New information noted that an event of post-paced t-wave oversensing (pptwos) persisted. Programming changes were suggested but no intervention was reported. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.